Event description:
Procedure type: ophthalmic (buckle). According to the reporter: pt had an infection after surgery and was given topical and/or oral antibiotics. Buckles were removed and any visible silk suture or any tissue damage. A re-operation was due to the infection, blood loss not over 250 ccs, or time was not extended. This pt needed a 3rd procedure to have a suture granuloma removed.

Manufacturer narrative:
Date of initial report sent: 06/18/2009.